Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ pen needle was unable to deliver medication. The following information was provided by the initial reporter: the drug solution did not come out very well but was only dribbling.